Event description:
It was reported that during an unrelated procedure, subclavian crush was observed on the right ventricular (rv) lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of clavicle crush was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray inspection of the lead found clavicle crush at the middle region of the lead consistent with the reported event. Electrical testing did not find any indication of conductor fractures or internal shorts.